Event description:
This pulse generator worked perfectly for 16 months, then "no output" was observed on the ventricular channel. This was confirmed in every programmed mode, ddi, ddd and vvi as well as in the asynchronous mode. An impedance greater than 3 ohms with either bipolar or unipolar configuration was measured by telemetry on the ventricular lead and it was necessary to explant the pulse generator. The thresholds measured during the surgical procedure confirmed that the lead was in good condition. The MFR's lab appraisal did not find any defect in the device, especially in the connector. The only observations that could be made would concern the presence of blood inside the ventricular channel. This could be enough to explain the loss of stimulation. The blood may have diverted a part of the energy delivered at the moment of stimulation. This assumption seems to be confirmed by the presence of low amplitude and ineffective stimuli, which is visible on the ECG recording returned with the device.